Event description:
An Impella 5.5 device was inserted into the left axillary artery in a 62-year-old male patient presenting in acute decompensated cardiomyopathy, in Society for Cardiovascular Angiography & Interventions (SCAI) D shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support.During the procedure, left axillary access was chosen due to an aberrant right axillary artery. Initial insertion over the Abiomed 0.018 guidewire was unsuccessful, as the Impella 5.5 tip would not advance past a bend in the left subclavian artery, despite multiple attempts to torque the catheter. The 5.5 was removed from the peel-away sheath, flushed with saline, and re-attempted to be inserted over a non-Abiomed (Boston Scientific 0.025 Platinum Plus) guidewire. The same issue was encountered, with the 5.5 unable to advance beyond the bend. The decision was made to remove the Impella 5.5 and proceed with an Impella CP for support. It was noted there was difficulty advancing the Impella CP over the same bend in the left subclavian artery, but was ultimately successful.The Impella is being reported due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.